Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. A 3.00 x 28 mm taxus liberte drug eluting stent was involved in this complaint. Two attempts have been made in 16 days for further information without success.